Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery would not charge, the cable was stuck into the pump and the pump became warm. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.